Event description:
It was reported that high pacing and high, out of range high voltage impedance was observed. A connector anomaly was suspected. The device was explanted and replaced. There were no further issues with the new device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. The reported field event of high hv lead impedance was confirmed in the laboratory. The device was tested on the bench as well as using automated test equipment and an anomalous transistor was noted on the hybrid. The cause of the reported high hv lead impedance was an anomalous transistor.